Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1419, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer experienced pain for years. Essure was removed in (B)(6) 2015 (8 months before this report). She no longer experienced pain in lower left abdomen, left leg and left genital area and she was able to exercise without fatigue. Her digestion, sleep, mood, mental capacity and overall physical well-being were improved. Company causality comment: this non medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain in her left abdomen for years. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, the consumer experienced pain for years. After removal of essure, she no longer experienced this pain. Other non-serious events also improved. Considering event's nature and recovery after removal, causality with essure use cannot be excluded. As device removal was required, this case is regarded as incident. No further follow up will be actively persued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain in her left abdomen for years. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, the consumer experienced pain for years. After removal of essure, she no longer experienced this pain. Other non-serious events also improved. Considering the nature of the event and recovery after removal, causality with essure use cannot be excluded. As device removal was required, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.